Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that product sterility was compromised. A 2.50mm x 15mm apex¿ balloon catheter was selected for use. However, during unpacking, a hole was noticed in the clear inner packaging. The device was never used in the patient. The procedure was completed with another of the same device. No patient complications were reported.